Event description:
It was reported that the patient presented in clinic for an follow up. It was noted that the pacemaker was unable to be interrogate. No programming changes were made. No patient consequences reported.